Manufacturer narrative:
Unit failed displacement test. Unit received with cracked belt clip rail case corner and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at back. The customer¿s blood glucose level was 144 mg/dl. The insulin pump will be returned for analysis.